Manufacturer narrative:
(B)(4). Follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-04639 indicting the serial number as (B)(4), which is the model number. The correct serial number is (B)(4).

Event description:
It was reported that the bearings on a transport chair fell apart and out of the fork.